Event description:
It was reported that ""no readings"", ""sensor error"" or ""brief sensor issue"" occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient experienced lethargy but was awake and conscious the whole time. The patient was taken to the emergency department where the bg was 700-864 mg/dl while the cgm had "no readings". The patient was admitted for 2 days and treated with an insulin drip. At the time of the call, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.